Event description:
In preparation for a variceal ligation procedure, the user selected a cook 6 shooter saeed multi-band ligator. It was reported that the blue hook on the loading catheter detached in the endoscope during set up. The hook was not kept. The device was used but did not function. There was no injury to the patient. The endoscope was not damaged due to this occurrence and they used another device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a poly bag with stickers from the product label that was on the box. The lot number and rpn match the product identified in the report. Included in the return was a single blue hook and the barrel with all 6 bands and the trigger cord still attached, along with the handle. The irrigation adapter and the remainder of the loading catheter were not included in the return. Our laboratory evaluation of the product said to be involved did confirm that the blue hook had separated from the loading catheter. However, only the separated blue hook was received for investigation. The hook was still on the trigger cord directly beside the proximal knot. It can not be determined if the blue hook was placed in that location during preparation. The connector of the returned blue hook was measured and found to be within specification. The subassembly history record for the loading catheter said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device components confirmed the blue hook was separated from the loading catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.